Event description:
It was reported in an article reviewed by manufacturer that the vns pt experienced a tachycardia event after implantation of the vns device, while the pt was receiving normal stimulation. The following is the summary of this pt's event according to the info in the referenced article. The pt has no medical history of any cardiac disease. After implantation and while stimulation was present, the pt reported that she experienced "a rebounce tachycardia event in which the magnet was used to disable stimulation for 10 minutes. The tachycardia event was not able to be reproduced under ECG monitoring at the hospital."

Manufacturer narrative:
Ardesch jj, et al., "cardiac responses of vagus nerve stimulation: intraoperative bradycardia and subsequent chronic stimulation", clin neurol neurosurg (2007), doi: 10.1016/j. Clineuro.2007 07 024.